Event description:
It was reported that placement of the prostar xl sutures were attempted in a left common femoral artery using the preclose technique prior to an abdominal aortic aneurysm procedure. The arteriotomy was a 9fr and during the interventional procedure the sheath was upsized to a 12fr and 18fr sheath. Reportedly, when removing the needles, one needle did not go through the barrel. The needle remained blocked and kinked in the artery. A cut-down was completed to remove the needle. A cut-down, patch and suture closed the artery. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.